Event description:
The device was returned to manufacturer following patient's death, analyzed, and tested out of specification. There is no allegation from health care professional that death was device related. Cause of death requested and not received. Additional information received from clinic reported the last device check was performed (B)(6) 2006 and all parameters within normal limit except lv pacing threshold which was 6v at .5 ms. Patient cancelled scheduled device check in (B)(6) 2007. She was hospitalized in (B)(6) 2007 and transfused for a low hemoglobin. She eventually decided to switch to palliative care only and died on (B)(6) 2007. Per hospital discharge summary, final diagnosis included blood loss anemia, lung disease, type ii diabetes, non-ischemic cardiomyopathy, congestive heart failure, osteoporosis, hypertension, severe ischemic cardiomyopathy.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inconclusive analysis. Analyst comment: pulsed watchdog occurred post explant. All implant data was cleared as a result.